Manufacturer narrative:
Updated h(6) health effect-clinic code updated based on new information. Listened to the call. Patient experienced vomiting due to the hyperglycemia and itching due to the allergic reaction to the yogurt that was given. H(6) health effect-clinic code added e1032 and e1708.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient had to go to the emergency room (ER) on (B)(6) 2021 at 4:00am due to high blood glucose (bg) levels reading at 350 mg/dl. The patient's bg level lower 100 points to 250 mg/dl at which she was released from the ER at 6:00am with no treatment was provided. The patient was still feeling symptomatic and returned back to the ER at 9:00am. At the hospital the patient's bg levels rose to 490 mg/dl and was placed on an intravenous therapy of fluids including zofran, blood work was taken and the patient had a allergic reaction to the yogurt that was given at the hospital. The pod was worn between 36 and 48 hours on the arm. Upon deactivation it was noticed that the cannula was bent. The patient was released at 4:30pm later that day. The pod was discarded.